Manufacturer narrative:
Concomitant product 9733752, lot #: 603002115 h2, h3, h6: the system was serviced in the field. The flat emitter was replaced. Codes b01, c13, and d02 are applicable. The returned flat emitter was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9733752; ubd:unknown, UDI:unknown  h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable.  A0709 applies to instruments had difficulty tracking in the top left corner of the emitter. A05 applies to flat emitter¿s em field appeared to be smaller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a system checkout, the flat emitter's electromagnetic (em) field appeared to be smaller, causing instruments to have difficulty tracking in the top left corner of the emitter. The instrument prematurely lost navigation compared to normal, and no metal was present around the field. The issue was identified by turning the demo model's head to verify and navigate the instruments. There was no patient involvement.